Event description:
It was reported that an unconscious pt was being transported for an MRI examination. The trolley was docked to the MRI table and raised to the operating position. Prior to moving the pt, the technologist noted blood on the pt's left hand, and it was later determined that the pt's thumb was fractured. Although the incident was not witnessed, the customer reported that they assume the pt's thumb was allegedly injured between the carrier plate and removable table top of the trolley. The customer stated that the pt's hand was not fixed as prescribed in the operation manual and there was no technical malfunction, but an operator error.